Manufacturer narrative:
Findings: unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 364 mg/dl. Troubleshooting was not performed. The device was returned for analysis.